Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil implant detached prematurely in the aneurysm. The coil was left in the aneurysm. There was no reported patient injury or intervention. The patient is reported to be "fine."

Manufacturer narrative:
The delivery pusher was returned for evaluation. The introducer, implant, microcatheter, and dispenser hoop were not returned. The pusher's proximal section was bent and the heater coil section did not reveal thermal damage. The monofilament had a tail shape at the distal tip, which is indicative of an implant coil detached by excessive force or tensile brake. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.